Manufacturer narrative:
It was reported that the filter leaked. One sample model me1225 lot 23029211 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. A leak was seen at the housing of the filter. The customer complaint that the filter was leaking was verified and a quality notification was sent to the supplier. From the supplier investigation, the root cause is from welding inconsistencies due to a misplaced component. As a corrective action the housing filter that leaked was replaced with a different unit that uses new equipment which provides the ability to detect weld consistencies by the vision system. A device history record review for model me1225 lot number 23029211 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd maxguard extension set was leaking.the following information was received by the initial reporter with the verbatim:lipid filter leaking

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.